Manufacturer narrative:
Registration techniques contributed to the events. The system is awaiting an eval by headquarters.

Event description:
A medtronic rep reported that during a case, tracer and pointmerge registration were not accurate. Site reported that fiducial placement was allegedly not optimal. Fusion axiem emitter holder was used, but only just able to get field close enough to region of interest. Skin rigidity of the fiducials may have been the problem behind lack of accuracy with pointmerge. The site decided to swap in a stealthstation treon system. There was no impact on pt outcome reported.